Manufacturer narrative:
Internal complaint reference: (B)(4). Georgiadis, g. M., stein, c. M., bair, j. M., tank, j. C., georgiadis, a. G., & redfern, r. E. (2019). Sagittal plane considerations during long cephalomedullary nailing: optimal distal positioning and the role of intraoperative nail bending. Journal of orthopaedic trauma, 33(11), 553-558. Doi: 10.1097/bot.0000000000001577.

Event description:
It was reported that on literature review "sagittal plane considerations during long cephalomedullary nailing: optimal distal positioning and the role of intraoperative nail bending", 1 patient suffered from anterior cortical contact (acc) after having an internal fixation surgery with the trigen intertan system. This patient had a removal of the impinging nail with reinsertion of a shorter nail. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that patient specific supporting documentation has not been provided as of the date of this medical investigation. The images provided in the article have been interpreted within the text; therefore, further analysis of the images is not required. The clinical root cause of the reported acc/impingement and subsequent revision with a shorter nail cannot not be further assessed. The patient¿s outcome beyond that which was documented in the article cannot not be determined as the patient¿s current health status remains unknown. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error or surgical complication. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.